Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's daughter stated that the patient was kind of sore after the surgery. They turned their stimulation down thinking it was causing it. Patient services called to state the patient had dislodged or moved their wires. The doctor indicated that the wire was further out then they wanted it to be. It was known the doctor would be re-doing the procedure. It was further stated that the patient¿s therapy stopped helping the next morning. Their symptoms had returned. When the patient went to the doctor they had taken an x-ray, and it was confirmed that the lead had moved and come out some. The lead was out further than the (health care professional) hcp had wanted and they wanted to redo the procedure. When called the patient stated they had symptoms very similar to what they were before the trial. The patient¿s daughter again said that the patient¿s symptoms returned and confirmed the leads had moved when they went to the hcp. The patient then stated the re-do procedure was going to be done on (B)(6) 2018. There were no further complications reported.